Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the pump rebooted without user intervention. A family member stated that sometimes the pump vibrates before the screen goes blank; other times, there is no vibration and the pump is turned off. He stated that the battery was replaced, there are no cracks in the battery compartment, there is no moisture or corrosion visible in the battery compartment or on the battery, and the battery cap is intact and new.